Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing resulting in pacing inhibition and inappropriate shocks.